Event description:
A customer reported that the screen became black and showed no images from the bf-q170 bronchovideoscope when preparing the device for a bronchoscopy. The procedure was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the reported problem of a black screen was not confirmed. In addition, the image on the monitor was blurry, caused by fluid immersion in the charged coupled device, and leakage was discovered in the instrument channel tube. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. The e1 "telephone number" and h6 "component code" fields were corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 7 years since the subject device was manufactured. Based on the results of the investigation, the biopsy channel leaked during user handling and water invaded the device. The water invasion caused an abnormality in the electronic components resulting in the black screen. The event can be detected by handling the device in accordance with the following section of the instructions for use (IFU): "inspection of the endoscopic image." The event can be prevented by handling the device in accordance with the following section of the instructions for use (IFU): - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.